Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient and their spouse that they experienced atrial fibrillation (af) and they "went to the ER. It's set at sixty bpm, but it went down to forty eight this morning. Is it not working correctly, since it went down to forty eight?". It was further reported that the experienced tachycardia. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.